Manufacturer narrative:
1. Results of investigation. 1) there was no return of the device. 2) the device history records (DHR) of the device concerned were reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. 2. Probable cause and comments: the balloon ruptured during use at the rated burst pressure, resulting in vascular injury. The physician commented that there were no issues with using the device and that the patient's vasculature was likely highly fragile. A review of the manufacturing records confirmed no anomalies. Therefore, it was concluded that the event was likely due to patient-related factors rather than a product-related issue, and there were no concerns identified with the device's design or manufacturing. In addition, as the following statement is included in the IFU, this event was determined to be a known issue. [Complications]: device failures: balloon rupture. Adverse events: vascular dissection, vascular perforation, vascular rupture.

Event description:
During treatment of a standard below-the-knee lesion, the device was used at the rated burst pressure, at which point balloon rupture occurred. Following the rupture, vascular injury was observed. Hemostasis was successfully achieved using a pci-dedicated stent graft, the pk papyrus. No change in the patient's condition was noted, and no retained fragments were identified in the body. The procedure was completed using a non-compliant balloon, jade 2.0?~300mm. The device has since been discarded. According to the operator, the event was likely due to the fragility of the patient's vasculature rather than a device-related issue.